Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. There was also thermal damage found on multiple components of the defib and ca boards, causing the monitor to not power on. The monitor was unable to pass detect and treat testing. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.